Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported positioning failure associated with leaflet grasping cannot be determined. Unspecified tissue injury appears to be related to procedural conditions associated with grasping attempts. Tissue damage is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were inserted and successfully deployed. In an attempt to further reduce mr, an nt clip was inserted, and grasping was performed. However, the leaflets were unable to be grasped; therefore, the clip was retracted into the left atrium (la). While in the la, it was observed mr had returned to a grade of 4 and the preexisting chordal rupture had worsened. The physician decided to remove the nt and place a closure device where in the medical commissure. This reduced mr to a grade of 2-3. There was no clinically significant delay in the procedure.